Event description:
The consumer reported that she woke up today in a lot of pain in her sciatic and down her leg. The patient stated she tried to turn her pain stimulation up but her stimulation "went crazy" and caused her more pain so she shut stimulation off. The patient reported that about a month and a half ago her stimulation "went crazy" and she was not able to turn it off with her programmer. The patient noted that she had fallen on (B)(6) 2016 and messed up her face. The change in therapy or symptoms was considered sudden. The patient also reported seeing a call your doctor icon today on the programmer but was not sure of the code. Additional information received from the healthcare professional (hcp) reported that no troubleshooting or diagnostics were done as the patient turned the stimulator off and did not notify the hcp office of the incident. The symptoms were resolved by turning off the stimulator. Further information received from the patient reported that the steps taken to resolve the leg and sciatic pain included turning it off and the stimulation was still off. The patient stated that the pain and crazy stimulation had not been resolved and she was thinking of having the stimulator taken out. The indications for use were spinal pain and rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.